Manufacturer narrative:
Qc and calibration tests were performed with acceptable results. There was no indication for a performance issue of reagent or instrument. It was noted that the centrifuge time was too long. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received false low elecsys hcg + beta test system results from the cobas e 411 rack immunoassay analyzer. The initial result was 187 miu/ml and the rerun results were 2800 miu/l and 2900 miu/ml. The result of 2900 miu/l was believed to be correct. The questionable results were not reported outside the laboratory. The patient was also tested for progesterone which ran without an issue. The reagent lot number was 385627 with an expiration date of 31-may-2020.